Event description:
The device was used during a laparoscopic fundoplication. Reportedly, the device broke and a piece fell into the cavity. The surgeon removed the pieces. Another device was used to finish the procedure. No pt injury was reported.